Event description:
Procedure type: lap gastric banding. According to the reporter: the device stapled but did not cut, the anastomosis was not complete. The procedure was converted to open. Surgery time was delayed but the length of time could not be reported. Additional bleeding occurred but how much could not be reported.